Event description:
During cardiac ablation using the cobra surgical probe, with electrodes 1,2, and 3 selected, the surgeon reported hearing a loud pop. They observed the probe had perforated the left atrium. They sutured the left atrium and completed the case, procedure outcome reported as fine. Pt condition okay.